Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic and motor assembly. Unable to verify critical pump error alarm due to blank display. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels, critical pump error alarm, blank display anomaly and moisture damage on the insulin pump. Customer¿s blood glucose level was 450 mg/dl. Customer treated their high blood glucose levels via manual injection. Troubleshooting for critical pump error was performed. Customer advised the display screen showed the critical pump error message. Customer also had a blank display and moisture damage in addition to the critical pump error alarm. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.